Event description:
In 2009, the pt underwent ventral hernia repair with mesh placement. On-q was placed in surgery the same day, and removed prior to discharge, per operative report and discharge summary. Five months later, respectively, the pt returned for surgery of the abdomen and two on-q catheter introducer sheaths were retrieved discovered. Risk management is in the process of investigating the incident. Dates of use:2009. Diagnosis or reason for use: pain management post ventral hernia repair.